Event description:
At cardiac arrest scene, monitor with three leads and pads attached to pt. Pt in asystole. The monitor was placed to the side and pt pulled out of bathroom. Monitor checked. Blank screen. Battery switched. No change. Different monitor hooked to leads and continued code.